Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2018 for appendicitis (diagnosed) and he was not sure if it was related to his diabetes. He was in the hospital for 3 days (released on (B)(6) 2018). They had him remove the pod during surgery (appendectomy) on (B)(6) 2018 and he was able to replace the pod after surgery. The patient's blood glucose was somewhere around 136mg/dl. The device was thrown away.